Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 099479 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 099479 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 099479 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on an edta blood sample tested with the alere determine hiv 1/2 ag/ab combo. The test was repeated and the same result was obtained. The confirmatory testing was (B)(6) by immunoassay (biorad assay geenius hiv ½). There is insufficient information to determine if a malfunction occurred. The patient was reported as a (B)(6) year old female but the pregnancy status, treatment and patient outcome were unknown.